Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the liquid crystal display had sections that were not working, it was missing pixels. Analysis also found the upper case, two side bail covers and the ring cover were broken, the lower case and the lead flex cover were contaminated, the battery contacts were compressed, one side bail and the ring were missing and the encoder flex was damaged. (B)(4).

Event description:
It was reported that the external pulse generator had a section on its display that was not working when the generator was turned on. The generator was returned for service. It was further requested that it receive its calibration. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.